Event description:
A malfunction was reported on a customer's pump, specifically noting that the pump's screen went dark and was unresponsive. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the pump into a power source, which resolved the display issue, though multiple malfunction codes had been documented. A replacement pump was sent to the customer, who was advised to ensure a smooth transition by using manual insulin delivery in the meantime. The customer was also informed on how to handle the new pump and return the malfunctioning unit.